Event description:
Incorrect blood glucose read. Fasting glucose reading was at high alarm status above 300. Recheck with finger stick x2 was 80. First test was dexcom 6 with indwelling sensor and dexcom receiver. Tests 2 and 3 were finger sticks with onetouch ultra. FDA safety report ID # (B)(4).